Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11121. It was reported the patient felt uncomfortable heating after 10 minutes of charging. The patient reported the ipg was more shallow than previously. The patient was provided with the charging recommendations. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.